Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a "connect wand" message displayed on the screen while a wand is plugged into the 18pin port and the 27pin port respectively. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was verified a is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure or damaged receptacle.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the quantum controller did not recognize the wand and display an error message stating " connect wand". No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in d4 (UDI no. (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided pictures identifies the unit and shows a "connect wand" message displayed on the screen while a wand is plugged into the 18pin port and the 27pin port respectively. Visual inspection of the rf12000, q2 controller s/n (B)(6), the warranty seal is missing; the manufacturing date of the controller is rev. Q ¿ 2019-04-02. No visible manufacturing abnormalities were found. During functional evaluation and after power-up the controller and connecting concomitant devices like a foot pedal device (p/n10863) and a test wand (p/n asha4830-01, lot#fn05520-a) all these devices were not recognized and functioning. A test was made pressing one of the front panel buttons before power on. The unit registered an f6 ¿switch stuck¿ failure. The complaint was verified, and the root cause could be associated as a component failure. Factors, which could have contributed to the complaint event, include there may be a detection circuit failure or a damaged receptacle.